Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging copd (chronic obstructive pulmonary disease) to a remstar plus c-flex device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and h 11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer previously alleging copd (chronic obstructive pulmonary disease) to a rem star plus c-flex device's sound abatement foam. No medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture-initiated therapy with the device and verified airflow, using a known good and supplied power supply and ac power cord. The manufacture also observed customers humidifier heater plate did heat. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings:0 error was logged. Light dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing air inlet filter. Blower motor grommet slipped on wire harness and not seated in blower box cap. Seals have yellowed inside the device. Potential tobacco contamination. Light dust-like contamination inside humidifier and water tank. The manufacture can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacture observed the following from an external and internal inspection, missing air inlet filter, air outlet port had light dust-like contamination in it, air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Sensor seal has yellowed. Potential tobacco contamination. Blower motor grommet slipped on wire harness and not seated in blower box cap. Light dust-like contamination on the top of the blower box lid and surrounding area. Light dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had yellowed and has light dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination of the device, which suggest that the source of contamination was most likely external to the device. In box g: date received by mfg has been updated. In box h: if follow-up, what type? (Rfb) has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.